Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that review of interrogation for the right ventricular (rv) lead showed noise, and out of range impedances. An apparent lead fracture was also reported. The right atrial (ra) lead was nonfunctional due to a lead dislodgement. The device was nearing elective replacement indicator and there was possible premature depletion. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D154awg defibrillator 2008-(B)(6); 5076-45 implantable pacing lead 2008-(B)(6); (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.